Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are product ID neu_unknown_lead, lot#: unknown, serial# product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had  an abandoned lead and  fractured lead. The hcp wants to know if heating is "theorized or is there evidence" with the abandoned lead.  No further complications were reported/anticipated at this time.